Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to pain. Patient had his left shoulder replaced sometime ago, the exact date is unknown at this time. Patient did well initially, over the last year, the patient lost range of motion, and experience, pain and discomfort. Surgeon stated the patient had a repairable rotator cuff tear, and that he would need to convert the anatomic construct to a reverse construct. The anatomic proximal body was explanted along with a humeral head, and anatomic glenoid. The humeral sam was left in situ. A reverse, proximal body, humeral club warren planted onto the stem, a reverse base plate, with a glenosphere was implanted into the glenoid for a reverse shoulder construct. Lot numbers for the anatomic and glenoid and humeral stem were unable to be recorded. There was no surgical delay as a result of products. Activity level - yes. Doi: unknown. Dor: (B)(6) 2023. Affected side: left shoulder.